Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08042. It was reported that rotawire was fractured and vessel perforation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery (cx). A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, ablation was performed toward the left anterior descending artery (lad) using a 1.75mm burr and a 2.00mm was used as a size up. Then the calcified lesion was successfully removed. The physician performed ablation at a 270 degree bend of severe calcification located in the circumflex artery using a 1.75mm burr without any issue. During the last attempt to ablate, the wire fractured and got separated thus causing the burr to perforate the vessel. A non bsc device was used to control the bleeding. The detached wire still remains inside the patients' body and a follow up procedure was planned to remove the detached wire. No further patient complications were reported.